Event description:
External and internal visual inspections of the unit revealed exposed wires on the power extension cable. Related manufacturer's report: 3004936110-2024-00098.

Manufacturer narrative:
The device is included in the pes right angle power extension cable failure advisory notice issued by abbott on 04 oct 2023. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if it was unseated during use, shipping or during decontamination. In addition, no power clip was attached and/or returned. External and internal visual inspections of the unit revealed exposed wires on the power extension cable. Golden power supply was used to perform all active tests. No software malfunctions, errors, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was perform successfully using returned 3g gsm modem. Unit passed all portions of diagnostic test with no issues. Test was performed with golden power supply directly connected to the back of the unit. Customer reported pes will not start ¿ confirmed. The power extension cable and the power supply are the affected components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.